Event description:
Co has been notified of an event of after the tracheostomy tube was in place for two days there was cuff leakage. The tracheostomy tube was pretested per the instructions for use. The tube was replaced and no adverse effect to pt. Event occurred at medical ctr in another country.